Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to procedure the implantable cardiac monitor was attempted to be interrogated. However, the implantable cardiac monitor was unable to be interrogated after several attempts. Also, the device was unresponsive to magnet response. The implantable cardiac monitor was not used and was replaced. There was no patient involved.